Event description:
It was reported that while using bd bbl¿ plate tsa 5prct sb 90mm contamination was observed by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "contaminated plates with gram negative and bacillus."

Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the u.s. And not sold in the u.s. But is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) catalog number 221239 which is a preamendment exempt device. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ plate tsa 5prct sb 90mm contamination was observed by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "contaminated plates with gram negative and bacillus".

Manufacturer narrative:
H6: investigation summary it was reported that plates would be ontaminated with gram negative and bacillus. The complaint trends were reviewed and for this product lot, several complaints were reported for contamination issues. Therefore, a trend was identified, and further investigation was performed. The batch history review was performed. As part of the investigation, the ingredients of this medium were reviewed. During this review, no deviation was detected. No picture sample was provided. However, as other contamination complaints were reported for this product lot, the reported contamination was verified. Retain samples were reviewed for this lot. During this review, contamination could be detected in one plateat this stage of our investigation, we have excluded any systemic failure in our manufacturing process. A material review board (mrb) was conducted which led to a situation analysis (sa). The performed investigation showed that the origin of the contamination was associated to cleaning of the filling tubes within the production line. For implementing corrective and preventive actions, a corrective and preventive action (CAPA) 4344556 was created. This product does not have an sal (sterility assurance level) claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Based on the evaluation of the report the complaint is confirmed. CAPA 4344556 was created for contamination issue. Further investigations and acion implemenations are being performed within the CAPA.